Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure with bilateral salpingoopherectomy and modified mccall culdoplasty, an empty staple cartridge ejected from the stapler and was left in the pt at the end of the operation. A re-operation was required to remove the cartridge.